Event description:
Information received by medtronic indicated that customer reported insulin delivery was suspended due to difference between sensor glucose and blood glucose values. No harm recurring medical intervention was reported. Troubleshooting was performed and customer confirmed that, difference between sensor glucose and blood glucose values was not with in the targeted range and there was no medicine intake such as acetaminophen, paracetamol, or hydroxyurea. The product will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.